Manufacturer narrative:
Animas received the pump that was involved with this complaint. Investigation confirmed that the all keypad buttons were intermittently activating the desired pump functions. There was also adhesive found under the button contacts.

Event description:
The patient's dad claimed that the down arrow button required several presses to activate the desired pump functions and was not always working. The button reportedly also does not click and spring back as usual. The keypad has not been exposed to moisture. There was no adverse event associated with this complaint. The pump was replaced.